Manufacturer narrative:
Further inspection found the generator board was discovered to be slightly chipped. The right side of the front panel where the screws are secured was cracked. The connection were checked and the cable was found worn and flat. It was determined neither discrepancies affected the generator¿s functionality. The generator was equipped with out dated software. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the unit failed the self-test and at first, an e433 error message was observed and then while troubleshooting the error code changed to an e460 error. The mother board and generator board were both found to be faulty. When the generator board was replaced, the unit powered on with no error codes. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was sold on may 15, 2013. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation results, the cause of the reported e433 error was due to the generator board. Error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor the field performance of this device. In addition, the error e460: the e460 error is triggered, in a similar way to the e433, by a voltage measurement across the tvs diodes on the relay board. There are various causes that have been identified to this effect in the past: capacitors with reduced capacity on the hvps. The cause of the fault was a defect on the generator board. Poor switching performance on the generator board. Generator boards from rev. A13 and pk generator boards are no longer affected by this problem. The generator board in question is a plasma kinetic generator board. Since the voltage via the tvs diodes is generated by the generator board, which receives its supply voltage from the hvps, other defects on these two boards can also trigger error e460. It should be noted that oste-hh is not aware of any failures caused by the relay board or the motherboard. Currently, the suspicion has arisen that faults e433 and e460 could be causally connected. However, the corresponding investigations have not yet been completed. In this case, the generator board was identified as the cause for the occurrence of error messages e433 and e460. Damage to the front panel: if the fastening screws of the front panel are overtightened, such damage may occur. It is also possible that the front panel or the housing cover on the back of the generator could have suffered a hit or fall. Damage to the sa flat cables: damage to the cable can be caused by unplugging and plugging of the cable. If this is not done carefully, the latching tab of the plug can easily break off. Errors e433, e460, damage to the front panel and damage to the sa flat cables: the risk to patients, users, and/or third parties associated with all reported issues was evaluated as alra (as low as reasonably achievable). Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Errors e433, e460, damage to the front panel and damage to the sa flat cables: it is recommended that the defective parts be replaced according to the technical causes and current service manuals. Oste will continue to monitor the occurrence rate in the context of our quality management system. If necessary, oste will take further action in the future.